Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6) 2012. According to the complainant, heavy resistance was encountered while the physician advanced the device through the endoscope over a guidewire. When the device reached the target location in the patient's bile duct, the physician could not extend the brush (due to heavy resistance) and the handle cannula broke. The procedure was completed with another rx cytology brush. It was confirmed that there was no alleged malfunction of the guidewire that was used. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure. This event has been deemed reportable based on the investigation results: brush bent.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. The investigation findings: brush bent. Visual evaluation of the returned device found the working length kinked in several locations and the orange thumb ring detached from the handle, but it was returned. The handle cannula was not visible outside the handle, which prevented subsequent functional testing. However, the device was inserted into a duodenoscope with a 2.8mm working channel; only approximately 91cm of the working length could be inserted before the kinks in the working length prevented further advancement. The sheath was then cut at the distal end of the strain relief to expose the brush and proximal end of the brush wire, which revealed that the brush was bent. A portion of the handle cannula remained attached to the proximal end of the brush wire. The condition of the returned device was consistent with the complaint that heavy resistance was met during advancement and actuation of the device; the complaint was confirmed. It is likely that the user attempted to insert too much of the working length into the endoscope at once, which can cause the working length to become kinked. The kinked wire likely prevented extension of the brush, and continued efforts to actuate the device can cause the handle cannula to break. Therefore, the most probable root cause of the defects identified is operational context.